Manufacturer narrative:
The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported no image condition could not be determined. However, based on the physical evaluation the potential cause can be attributed to intrusion of the cable. The puncture of the cable could have been caused by the following factors: -forcible force was applied to the cable, such as kink or bending stress, causing damage of the cable. -a sharpen part of the accessory touched the cable, causing the puncture of the cable. The following are included in instructions for use (IFU) manual (precautions against frozen or lost endoscopic images). - do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The referenced camera head was received at the service center to be evaluated for an unspecified image problem. The evaluation found the image flickered when the video cable was manipulated. The user complaint regarding " image problem" flicker image was confirmed, when manipulating the cable due to cable was shorted. Additionally, the camera head failed leak test as the video cable was found punctured and kinked. The camera was repaired and returned to the user facility. A review of the camera head's history indicates the device was purchased on (B)(6) 2013, and was last serviced via repair on february 20, 2019.

Event description:
The service center became aware during a service inspection for a reported image problem, the high definition autoclavable camera head was found to be producing a flickering image. There was no patient involvement reported.